Manufacturer narrative:
Client transferring from toilet to wheelchair. Wheelchair moves and client falls to the floor. Investigation shows that stump support when swung back makes contact with brake lever and releases the brake. This probably contributed to the accident client is an amputee and she fell on her stump causing a tear which resulted in two nights in hospital. Replacement wheelchair offered. Pull to lock brakes ordered. It was found through experimentation that folding the brake lever down during transfers avoided the problem and so client was happy to keep wheelchair while waiting for pull to lock brakes. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Client transferring from toilet to wheelchair. Wheelchair moves and client falls to the floor. Investigation shows that stump support when swung back makes contact with brake lever and releases the brake. This probably contributed to the accident, client is an amputee and she fell on her stump causing a tear which resulted in two nights in hospital. Replacement wheelchair offered. Pull to lock brakes ordered. It was found through experimentation that folding the brake lever down during transfers avoided the problem and so client was happy to keep wheelchair while waiting for pull to lock brakes. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).